Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient possibly received an inappropriate defibrillation therapy. Whether it was for a true ventricular tachycardia (vt) versus atrial fibrillation (af) with rapid ventricular response could not be confirmed. The device remains in use. No further patient complications have been reported as a result of this event.